Event description:
It was reported through a social media website that the complainant stated, "I just signed a [petition] against medtronics today about a faulty pace maker". No additional information could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).